Event description:
A physician reported a pt who was skin tested on 1 february into the right volar region of the forearm; the test was read as negative. On 1 march 1989, the pt was treated in the upper vermilion border and nasolabial folds. The pt developed local symptoms of swelling and redness following treatment sometime between 1 march 1989 and 5 april 1989; exact date of onset was unk. On 5 april 1989, the physician prescribed topical aclovate cream. The pt was seen by the physician in 1990 for swelling at the treatment site. It was unk if the pt had symptoms between 1990 and 1998, but if the symptoms were present, the physician believed the symptoms "obviously had not been enough to require the pt to schedule an appointment at this office since 1990." On 3 november 1998, the pt presented with swelling which began a few days prior. Upon examination, the physician noted the inferior left nasolabial was red, swollen and indurated. On 7 november 1998, the pt was seen; at that time "the symptoms at the nasolabial fold had developed clinically to an abscess". The physician drained the abscess, which responded well to drainage, and prescribed oral duricef for 7-10 days. On 21 november 1998 the pt was seen: there was no abscess and no raised apperance; local redness persisted. The physician believed the symptoms were "very suspicious for being related to the collagen treatment".